Event description:
A volume discrepancy was reported. The actual residual volume (arv) was 19ml; the expected residual volume (erv) was 4.2ml. No alarms were noted; diagnostic studies were being considered. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that a catheter dye study was done on 2011-(B)(6) and it was stated that the catheter was not in the hep. Artery; catheter dislodgement/migration was indicated. A revision was done, patient sustained no injury. Drug delivered via the device was fudr/floxuridine.

Manufacturer narrative:
Catheter model 8702, lot# n287120001, implanted: (B)(6) 2011, explanted: unk.